Event description:
The patient contacted animas on (B)(6) 2013 reporting a couple episodes of hypoglycemia over the past few months. The patient reported that there were some gastrointestinal issues over the past couple months but stated that some of the hypoglycemic episodes were unable to be explained. The patient reported eating a hotdog the night before and bolused a normal amount for the food. The patient indicated that the blood glucose reading prior to bed was 10.5 mmol/l. The patient indicated that during the night at around 12:30 am blood glucose levels went low and the patient experienced confusion and attempted to test blood glucose levels using the insulin pump. The pump history was reviewed and found that the pump showed several 0 unit boluses at that time. The patient stated that there were several bowel movements after eating but questioned if the pump may have been delivering insulin when it shouldn¿t have. The patient reported that the low blood glucose was treated and blood glucose levels increased to 4.9 mmol/l. The patient denied changes in activity or lifestyle, changes in medications, or other relevant health issues other than the occasional gastrointestinal issues. The reporter was advised that the pump appeared to be delivering as programmed. The patient contacted animas on 06/12/2013 and reported that after contacting a health care professional, basal rates were adjusted to prevent low blood glucose levels. This report is made based on the allegation of the hypoglycemic event associated with the allegation that the pump may not have been delivering appropriately.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.